Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection and a review of the alarm log were performed. The damage was identified during visual inspection. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. To correct the condition, the pole clamp knob and rubber were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have the knob pole clamp and clamp rubber damaged. No additional information is available.